Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2011-02085. The pt received her scs system, including an ipg and two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt expired on (B)(6) 2010. The pt's husband reported that the suspected cause of death was heart failure. F/u with the pt's physician found that an autopsy was performed; however, no results or cause of death have yet been released. The pt' death remains under investigation. There is no allegation from a healthcare professional that the death was device-related. As no product was received, it is unk if the scs products were explanted post-mortem.